Event description:
It was reported the patient experienced poor wound healing and drainage at the lead incision site. The patient underwent irrigation and debridement of the site and was prescribed antibiotics despite the fact that cultures were not taken. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent an explant procedure where the spinal cord stimulation implantable pulse generator and both lead extensions were removed due to erosion and visible protrusion where the lead and lead extension connect. The physician assessed that the erosion was directly related to the poor wound healing and drainage symptoms. Cultures were taken but the results have not been provided. The patient has finished taking the antibiotic medication and was doing well post-operatively. The devices were not returned as they were discarded by the medical facility. Additional information was received that cultures taken from the left lead extension site were confirmed to be serratia marcescens infection. Additional information was received that the patients remaining leads were exposed on the side of her head due to the infection persisting. Therefore, the patient underwent another procedure to remove the remaining implanted leads and burr hole cover (burr hole cover reported in MFR 3006630150-2021-07163). Patient was doing well post-operatively. Another culture was taken and the results were normal with no signs of infection. The remaining explanted devices will not be returned as they were discarded by the medical facility. No further information could be obtained.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block h10: additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI; upn: m365db1200s0; model: db-1200-s; serial: (B)(6); batch: 745250.

Event description:
It was reported the patient experienced poor wound healing and drainage at the lead incision site. The patient underwent irrigation and debridement of the site and was prescribed antibiotics despite the fact that cultures were not taken. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent an explant procedure where the spinal cord stimulation implantable pulse generator and both lead extensions were removed due to erosion and visible protrusion where the lead and lead extension connect. The physician assessed that the erosion was directly related to the poor wound healing and drainage symptoms. Cultures were taken but the results have not been provided. The patient has finished taking the antibiotic medication and was doing well post-operatively. The devices were not returned as they were discarded by the medical facility.

Event description:
It was reported the patient experienced poor wound healing and drainage at the lead incision site. The patient underwent irrigation and debridement of the site and was prescribed antibiotics despite the fact that cultures were not taken. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent an explant procedure where the spinal cord stimulation implantable pulse generator and both lead extensions were removed due to erosion and visible protrusion where the lead and lead extension connect. The physician assessed that the erosion was directly related to the poor wound healing and drainage symptoms. Cultures were taken but the results have not been provided. The patient has finished taking the antibiotic medication and was doing well post-operatively. The devices were not returned as they were discarded by the medical facility. Additional information was received that cultures taken from the left lead extension site were confirmed to be serratia marcescens infection.

Event description:
It was reported the patient experienced poor wound healing and drainage at the lead incision site. The patient underwent irrigation and debridement of the site and was prescribed antibiotics despite the fact that cultures were not taken. The physician assessed that the event was not related to the device. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately (B)(6) 2021. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7080124. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7079368. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7082070.